Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a sacroiliac and thoracolumbar procedure. It was reported that the tip of the instrument bent when it was inserted into the sacrum 1 (s1) vertebrae. There was no additional surgery performed as a result of this event. No known impact to patient outcome. No further information available. There was no surgical delay. The cause of the bent probe tip was most likely due to excessive force while twisting the probe. Additional information was given, the probes tip twisted and is similar to a corkscrew.

Manufacturer narrative:
Product analysis #705605259:2023-06-12 11:10:45 cdt webmre motews product analysis task update tested by date: 2023-06-12 findings and conclusions: the returned probe has a severely twisted tip. There are also impact marks at the back end causing fit issues with the mating tracker. Afc: nafc0131 - damaged tool; this regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.